Manufacturer narrative:
The lot number was not provided, therefore, device history could not be reveiwed and manufacturing date not determined. No additional information regarding details of the initial procedure and/or patient compliance with post op instructions could be obtained. The implant was not returned and a definitive conclusion could not be determined for this event.

Event description:
Acromioclavicular (ac) tightrope failure 3 weeks post-op, button pull through on the clavicle. This is the third of four cases reported by the same rep. Additional intervention was necessary. Repair of the failed ac was done through the scope. Hardware was removed. This device is used for treatment.